Event description:
A radiotherapy plan was optimized with the dshvo optimization algorithm. After acceptance of the results the plan was optimized with the same algorithm again which lead to a different result.

Manufacturer narrative:
The affected users of this device will be informed by means of a customer info bulletin. The problem will be addressed in the next release of oncentra prostate.